Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transmission was received; however, the report wasn't available in the remote monitoring network. It was found that the incorrect monitor was associated to the patient. The correct monitor was associated to the patient and the transmissions were now viewable in the remote monitoring network. The network remains in use. There was no patient involvement.